Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer indicated that quality control (qc) was within the acceptable range prior to running the patient sample. The customer indicated that the dimension exl with lm instrument produced errors on the day of the event. A siemens specialist remotely instructed the customer to scrub the integrated multisensor technology (imt) port, perform a super condition, and adjust the pump rate. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: flossed the rotary valve, cleaned the x-seal, replaced the pump tubing, replaced the imt diluent bottle and primed it, adjusted the pressure foot, toggled imt diluent values on and off, and ran 30 samples and quality control, which recovered acceptably. Siemens further investigated the issue and determined that factors such as sample integrity and preanalytical variables potentially contributed to the discordant results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s). The sample was repeated on an alternate dimension exl instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). The customer indicated that they also obtained a discordant potassium result for the same sample but did not provide any further information. There are no known reports of patient intervention or adverse health consequences due to the discordant potassium result and discordant, falsely elevated sodium result.